Manufacturer narrative:
The insulin pump was received with minor scratches on the display window, a cracked reservoir tube lip, and ink spot/bleeding on the middle of the lcd glass.

Event description:
The customer reported via phone call that his insulin pump got caught on a door handle and pulled out and flew down the basement stairs; the device sustained cracks. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and the customer identified damage at the bottom of the insulin pump near the dome label. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.